Event description:
The pt reported he experiences soreness a the ipg site at times. The pt was unable to recall when the soreness began and because he never turns stimulation off, he is unable to determine if the soreness would be present with stimulation off. The pt stated the soreness does not bother him enough to seek medical attention at this time; however, if the symptoms worsen, he will follow up with his doctor. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.